Manufacturer narrative:
The account indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received as intraocular lenses were stuck to the capsule in both eyes during surgery, post surgery patient had decent vision.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following a cataract extraction with an intraocular lens (iol) implant procedure, vision was affected by glistenings of the iol. Hence the lens was explanted. Additional information was requested, but further no information was available.